Event description:
The right ventricular assit device (rvad) was observed to be neither filling nor emptying. A pneumatic line within the drive console was found to be pinched to the point of occlusion. The rvad resumed normal operation after switching the pt to a back-up vad drive console. The pt exhibited no adverse clinical signs as a result of the event.